Manufacturer narrative:
Manufacturing review: a device history record (DHR) review could not be performed as the batch/lot number was not provided.investigation summary: one powerport MRI isp with groshong catheter in two segments was received for evaluation. The proximal segment was returned attached to the port body. Gross examination of the port segment showed multiple puncture access of the port septum and a distinctive curve of the tubing. Mushrooming was noted between the cath-lock and the port body. Significant tool damage was noted around the cath-lock. A complete circumferential break was noted from the distal end of the cath-lock. Further examination showed the common complete circumferential break ends to match up and exhibit slightly flattened elliptical profiles. The tactile evaluation showed necking of tubing at the crease marks and crack sites. The sample elements were separately freely patent to infusion and aspiration after initial expulsion of residue from previous decontamination and no leaks were observed. Photos were also received. The first photo shows one powerport MRI isp with groshong catheter in two segments with the break approximately midpoint of catheter. The second photo shows a cross sectional view of the two matching ends of catheter tubing.the investigation is confirmed for catheter break issue. Although a definitive root cause could not be determined, the following contributing factor flexural fatigue could have potentially caused or contributed to the reported event.labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that approximately four years and seven months post port implant, during port system removal procedure, the catheter was allegedly found broken. It was further reported that the distal catheter segment migrated to the right atrium. Reportedly, the port body and the distal catheter segment were removed percutaneously. The patient is reportedly stable.